Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported they were supposed to get back to her about the lead they had to take out because it went bad, but nobody had gotten back to her yet. The lead went bad and quit working after less than 18 months of being in her neck. They had to take the lead out in (B)(6) 2015 and put a whole new one in. The patient said that after everything she went through the manufacturer's representative (rep) told her that leads just do not go bad. They were sending the lead back to find out what was wrong with it and the patient was curious to find out what was going on.

Manufacturer narrative:
Concomitant product(s) : product ID: neu_unknown_lead. Lot# serial# unknown. Product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3708360, serial# (B)(4), implanted:(B)(6) 2014, product type: extension. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information reported the patient was scheduled for a revision on (B)(6)2015. At the revision, they checked connections only 1>10000 ohms. The other impedance values were all between 800-1000 ohms. They connected back to the battery after cleaning and drying the leads. Ran impedances on the same contact was >10000 ohms. They sutured back up and all contacts except 8 and 10 were >40000. 2 10 3851 ohms for impedances. The rep had a clinician programmer available and performed electrode impedance test at 3.0 v. The results were 8 and 10 were in range but the rep did not have specific values. It was reviewed that >40000 bipolar does not necessarily indicate an open circuit unless there is a loss of therapy using that combination. X-rays were recommended. The rep stated x-rays were performed prior to the procedure but did not indicate any issues with the extension. The rep stated the out of range impedances occurred after flipping the patient. It was reviewed that position changes can occur but would unlikely to see true opens. The lead numbering was correct. The rep did not make any changes to the electrode numbering and they were getting in range impedances initially when checking the ins. It was reviewed it was a medical decision to revise the system further. There were no patient symptoms reported. The reason for the revision was high impedances which was previously reported. The rep called when she was out of the case. Only electrode 10 showed >10k and the doctor was ok with that. Post op at 3v on 2 contact only 10 and 11 were showing in the 6000's. The rep chose a couple different bipoles and run at 3 v for group impedances. It was showing 0.07+ and 0.08+. The rep stated she will review other combinations and wait for a while for programming. Medical history includes non-malignant pain. Additional information reported the patient's normal pain returned when she was unable to use the scs system. She was unable to feel stimulation. During the surgery, they disconnected the 2-083 extensions from the battery and placed them in the multi lead trialing cable. They ran an impedance test and only 1 contact showed >10000. The rep changed the reference number and all was consistent with the 0 contact >10000. The surgeon placed the extensions back into the battery ports. The impedances were checked again and the result was that the 0 contact was out of range and consistent when changed reference numbers. The surgeon removed the extension, wiped down the contacts and placed back into the battery port. Impedances were checked again and all was consistent with only the 0 contact showing out of range. Post -op the patient was unable to get the needed coverage. An impedance check was ran. The result showed all but three contacts were out of range. Three contacts on the 0-3 and 2 on the 8-11. The rep called technical services while with the patient and they walked her through a few group impedance tests which showed that energy was going through the lead and extensions. The rep programmed that patient using the three contacts that were within range. The patient was not getting relief. The rep programmed using an hd setting. The patient has a follow up appointment next week. The surgeon was aware of the issues. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant product(s) : product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The rep reported the patient was now scheduled for a lead revision on (B)(6) 2015. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient via a manufacturing representative (rep) reported that there was a loss of therapy. There was a loss of stimulation on the left side of the body and all impedances were out of range on the left lead. It was noted that the patient had a retrograde 2x4 surgical paddle lead in the cervical spine. The stimulation on the right lead felt fine. Reprogramming did not resolve the issue on the left, and the right side was fine. The patient met with the rep on (B)(6) 2015 and the patient was advised to see the surgeon for a potential surgical intervention of the left side to resolve the loss of stimulation on that side. The patient had a follow-up on (B)(6) with her doctor. It was noted that the patient was implanted for non-malignant pain. On (B)(6) 2015, the patient via a different rep reported that the electrode impedance showed all contact pairs were high except for 0, 2, and 3. Those 3 pairs were within normal range. When stimulation was on for the left side (electrode 8-11) the patient experienced headaches. The patient was getting great coverage on the right side (electrode 0-3). The rep reprogrammed the left side to be off and the headache resolved, but pain had returned with stimulation off. When using contact 10/2 or 10/3, the patient was not getting the left side covered; therefore the left side was programmed off. There were no trauma or falls that could be related to the issue. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.